Event description:
The customer reported that his blood glucose was 458 mg/dl, which he treated with a bolus delivery from his insulin pump. The customer also stated there was blood inside of the transmitter. The insertion site of the customer's sensor was actively bleeding. He was advised to apply pressure on the site to stop bleeding. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the transmitter showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The transmitter was received with blood in the connector and a damaged connector.